Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hcp observed an infection on (B)(6) 2011 and explanted the whole system on (B)(6) 2011. The infection was in the implantable pulse generator pocket of the right chest. It was reported that the head hardware was found to have (B)(6), and was gram negative. The neck hardware was gram negative. The battery had many white blood cells, but no organisms. A chest swab showed rare white blood cells and no organisms. (B)(6) was grown from aspirated fluid in the pocket on (B)(6) 2011. It was reported that the patient was fine. He was disappointed to have the device removed as it was working well.